Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. Possible under delivery anomaly was not confirmed. No damage noted on the retainer ring. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and scratched keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed in the event date 19-mar-2023 (svn 000315522368) in the pump history file. 03/19/2023 04:11:51.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.4 bolusamountdelivered = 2.4 03/19/2023 11:25:34.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 0.6 bolusamountdelivered = 0.6 please see below for the daily total of all insulin delivered on the event date 19-mar-2023 (svn 000315522368) in the pump history file. 03/20/2023 00:00:00.000 dailytotals dailytotalcollectionstarttime = 03/19/2023 00:00:00.000 dailytotalofallinsulindelivered = 35.6 dailytotalofbasalinsulindelivered = 32.6 dailytotalofbolusinsulindelivered = 3 there were no auto suspend or user suspended alarm noted on the event date 19-mar-2023 (svn 000315522368) in the pump history file. There were no unexpected pump errors/alarms noted 1 week prior to the event date 17-mar-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged low bgs. Retainer ring damage not confirmed, however, other cosmetic damage was noted. Possible under delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 65 mg/dl and met with a vehicular accident. The current blood glucose value was 300 mg/dl. The customer was using the insulin pump system at the time of the vehicular accident and the customer was the driver. It is unknown whether the auto mode smart guard feather was active or inactive. Troubleshooting was performed. The customer believed that the accident was potentially related to a low blood glucose event. The customer was hospitalized. The customer was examined with trauma and cracked the lowest surface of the eyeball. The customer reported pump retainer ring was cracked. The customer confirmed that the reservoir and infusion set does not show any signs of damage. The customer was advised to discontinue the use of the device. No further patient complications were reported. The device will be returned for failure analysis.